Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
After following a pocket revision (mfg report #3006630150-2010-01917) a report was received that the pt's battery site was not healing and the ipg was exposed. The pt's entire system was explanted and the pt was hospitalized overnight for observation. Physician does not feel it was device related. The pt was doing well.